Event description:
A pump alarm was reported, specifically alarm 20, which recurred during the pumping process. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.